Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue and experienced high blood glucose level. The patient was taken to the emergency room and upon arrival, patient's blood glucose level was approximately 1000 mg/dl and had small ketones. While in the emergency room, the patient went into diabetic ketoacidosis. The patient stayed there for seven hours and upon leaving the emergency room, blood glucose level was approximately 1000 mg/dl and the patient's condition was critical. Subsequently, the patient was admitted to the hospital where the patient received intravenous drip, which resolved the issue. The infusion set had been in use for five days. The patient stayed in the hospital for three days and was normal upon release. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.